Event description:
Event description guidant received information that during this procedure, prior to implantation, an adhesion around the device header was observed. Additionally, the header was loose from the device. Therefore, the decision was made to not implant this device. It will be returned for laboratory analysis.